Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. Per the complaint information, the care giver stated she was using the same cassette out of an old box. Cassettes are not meant to be reused. This complaint cannot be confirmed in the lab due to a lack of sample. Per the complaint information, the cause of the complaint is user error/ mis-use. This review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During troubleshooting for reload set 201 alarm on a baxter homechoice (hc) device, the caregiver (cg) stated she was using the same cassette out of an old box. The cg stated she tried several cassettes and the device still alarmed. The technical service representative (tsr) initiated a swap of the device. There was patient involvement but no injury or medical intervention reported. A follow up was done via phone call. The cg stated that since the hc has been swapped they have had no problems. The home patient has continued therapy no injury or medical intervention was reported as a result of this incident.